Event description:
Report rec'd indicated the stent struts appeared uplifted. Further info revealed that upon opening the package and examining the stent appeared the stent was raised from the balloon. The product was not in use in the pt and another device was use for the procedure. The stent delivery system (sds) was prepped accordingly. The intended procedure was a percutaneous transluminal angioplasty (pta) of unk vessel. There is no other info available regarding the pt or the procedure.

Manufacturer narrative:
This product will be return for eval and testing. Add'l info will be sent within 30 days upon receipt.